Event description:
The following is the description of the event sent by the hosp: this is a 3 pt report: pt #1 had a brachio basilic av creation. The same night as the pt was ready to go home he/she had profuse bleeding from the creation site. He/she was brought back to or. The clips were found to have fallen out on near the heal. Another procedure was required to close it up. Pt #2 had a revision of the upper arm fistula. The pt was in recovery for an hr or two and it was found that the pt had hemorrhaging at the creation site and dr had to be called back. Further, a couple of clips had fallen off at the anastomosis site. Complications were expected since the pt had prior aneurysms, 3-4 sutures were placed and the pt was ok. Pt #3, similar to pt #2, had multiple aneurysms of upper arm and complications were expected. A hard pulse was noted during recovery and the pt was examined in the or. Two clips had come off around the heal, and the suture had come loose as well. The pt sutures were replaced and situation corrected. In removing the aneurysms, there were bleeding vessels that had nothing to do with the aclips. The devices were not returned for evaluation. Lemaitre rep spoke with the physician after the incident. The physician noted that he used a new pair of eye loupes which may have resulted in the misplacement of the clips. Eye loupes aid in the proper eversion of the tissue which is necessary for correct anastoclip placement. In turn the clips fell off and the vessel began to leak. The lemaitre rep has kept constant communication with the physician since these incidents. The physician has not seen any other issues with the device since these instances. Upon receipt of the complaint, lemaitre vascular pulled 21 devices off the shelf and tested for deployment and clip gap. No issues were seen with any of the devices. Since the date of the complaint, the hosp has ordered an additional 109 units. The attending surgeon is only known user of the anastoclip device at this institution.